Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the supply line. This was further described as a leak found "where the frangible is". This occurred during automated peritoneal dialysis therapy while the patient was attempting to prime the set. The patient was not connected at the time of the event. Renal therapy services (rts) advised the patient to start over with new supplies. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.